Event description:
The lead was electively explanted. A portion of the j retention wire and distal electrode were unsuccessfully attempted to be removed. Explant method: intravascular superior. Technique/tools: intravascular counter traction, sheath(s), laser. Complications listed above.